Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the cause for the pump going empty was that the patient did not show up for the refill appointment. It was noted that the doctor decided to fill the pump with medication and be monitoring for any discrepancies in the future.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing fentanyl via an implantable pump for non-malignant pain. It was reported that the pump had an empty reservoir alarm. The healthcare provider was able to aspirate about half a cc. They wanted to know if the pump should be replaced. Technical services recommended filling the pump and reviewed that if there were any pump or therapy concerns after the refill, they could bring the patient back to confirm expected vs actual volume in the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.